Event description:
Same case as 2134265-2012-04977. It was reported that during a stenting treatment procedure, a balloon rupture occurred. The target lesion was located in the left renal artery. A non bsc sheath and a mach 1 guide catheter were selected to gain access. An express sd renal biliary sm, pmtd 5.0x15x90cm stent was advanced over a .018/190cm thruway guide wire. Resistance was encountered in the lesion so the physician pulled the stent out and was going to pre dilate to create a larger opening. Upon inspection of the stent after pulling it back, stent damage was noted. A sterling, mr, 3.0 x 20/135 (4f) balloon catheter advanced to the lesion and ruptured at 4 atm. The balloon catheter was removed. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received inside the shelf box. There was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2012-04977. It was reported that during a stenting treatment procedure, a balloon rupture occurred. The target lesion was located in the left renal artery. A non bsc sheath and a mach 1 guide catheter were selected to gain access. An express sd renalbiliary sm, pmtd 5.0x15x90cm stent was advanced over a .018/190cm thruway guide wire. Resistance was encountered in the lesion so the physician pulled the stent out and was going to pre dilate to create a larger opening. Upon inspection of the stent after pulling it back, stent damage was noted. A sterling, mr, 3.0 x 20/135 (4f) balloon catheter advanced to the lesion and ruptured at 4 atm. The balloon catheter was removed. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.